Event description:
Implanted with essure in 2009, hands and feet swell, back pain. In 2010 became pregnant with a 100% confirmed tubes blocked. In 2012, horrible lower back pain, inflammation, fatigue, hives, anxiety, stomach pain, depression. Before essure I was very healthy.